Event description:
It was reported that during the right lobectomy procedure, "play" was observed when positioning the long blade electrode on the competitor's electrosurgical unit in the laboratory's graphic control unit resulting in instability and a risk of loss of accuracy. The blade electrode was secured with steri-strips to hold it in place. The procedure time was extended by less than 30 minutes. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).